Event description:
A malfunction designated as malfunction 9 was reported. There was no adverse impact to the customer's blood glucose level. Cts arranged for a replacement pump to be sent and instructed the customer on how to use multiple daily injections as a backup therapy. The customer was guided to put the malfunctioning pump into storage mode and return it using a prepaid label within 10 days.